Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device was not working anymore. The cylinders and pump were removed and replaced. Upon dissection, it was noticed that there was a hole in the connection tubing. No patient complications were reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device was not working anymore. All components were removed and replaced. Upon dissection, it was noticed that there was a hole in the connection tubing. No patient complications were reported.